Manufacturer narrative:
Other text: additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was underdelivering (-2.5%). No adverse effects were reported.